Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: one suture was found broken in the package before the surgery? Yes. One suture was broken when surgeon seamed in the middle meaning during surgery? Yes. What was used to complete the procedure? Another package of suture. What tissue was being approximated or sutured when it broke? Unknown. Procedure name and date? Unknown. Event date? Unknown. Lot number? Unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, one suture was found broken in the package before the surgery? Yes / no. One suture was broken when surgeon seamed in the middle meaning during surgery? Yes / no. What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the surgeon seamed in the middle, the suture broke. There were no adverse patient consequences. Additional information has been requested.